Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred and the insulin gauge was intermittently inaccurate. Customer's blood glucose was ranged 14-180 mg/dl. Customer's low bg was addressed with the consumption of food and sugary drinks. Customer received assistance from a third party, however declined to provide what kind. Multiple attempts were made by tandem technical support to follow up with the customer to obtain further information; however, all were unsuccessful.